Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a noisy cycler during treatment. The patient turned off the cycler and disconnected. The patient powered on the cycler again and received a power fail recovery failed message. Technical support assisted with cancelling treatment; however, the noise did not occur during step 8 of setup. The patient stated there was fluid inside the door when they removed the cassette. Technical support assisted with cancelling treatment again and advised the patient to allow fluid to dry prior to using the cycler. The patient will re-setup with new supplies later for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and that the patient disconnected after the first dwell. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceptazidine (2 grams, intraperitoneal, daily) and vancomyacin (1500 mg, intraperitoneal, daily). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn could not confirm if the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a noisy cycler during treatment. The patient turned off the cycler and disconnected. The patient powered on the cycler again and received a power fail recovery failed message. Technical support assisted with cancelling treatment; however, the noise did not occur during step 8 of setup. The patient stated there was fluid inside the door when they removed the cassette. Technical support assisted with cancelling treatment again and advised the patient to allow fluid to dry prior to using the cycler. The patient will re-setup with new supplies later for treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and that the patient disconnected after the first dwell. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceptazidine (2 grams, intraperitoneal, daily) and vancomyacin (1500 mg, intraperitoneal, daily). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn could not confirm if the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.